Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. W/o the actual sample or lot number, a through eval could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: reports the set leaked somewhere within the pump. Chemotherapy was infusing causing a chemo spill.